Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. After troubleshooting on-site, the field service engineer found the problem with the compressor main circuit board. It was later known that the defective part was discarded. The compressor 'low pressure alarm' may be caused by a pressure alarm malfunction. The recommendation is then to replace the compressor main circuit board. If the compressor fails to supply air to the connected ventilator, the ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated by both the compressor and the connected ventilator. Since no faulty part was returned for investigation, the root cause of the reported low pressure alarm could not be determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).